Manufacturer narrative:
A sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
2 piccs were returned by the nnp that had reported the PICC clotted off and needed to be replaced. She stated within about the last month or 2 this has happened 6 times and 2 of the patients developed thrombuses due to this. Unfortunately, we only have 2 of the 6. Waiting on lot number, insertion date. There are 2 medical device reports associated with this event. This report is for the first patient that developed thrombuses.